Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 48.0-48.9 cm from the lead tip. Insulation damage was found at 32.5-34.5 cm from the lead tip, consistent with clavicle crush damage. The sensing conductor insulation was abraded. This is consistent with the observation from the field of noise. (B)(4).

Event description:
This report is to advise of an event observed during analysis.